Event description:
A device was returned to a third-party service center for service. There was no report of serious patient harm or injury. There was no report of medical intervention. Customer complaint the machine turns off and on was confirmed. During the evaluation of the device, they found pca is burnt, inlet/outlet seal is missing, iso port is contaminated and pollen filter needs replacing due to preventive maintenance. Device returned unrepaired. Reportable since device issue/event has or may have caused or contributed to a death.